Manufacturer narrative:
FDA esg webtrader account was disabled, a new account was set up to submit MDR's and so the delay in submission.

Event description:
Leg stud broke at groove/undercut, separating leg from frame tube. Threaded rod ball joint clips missing. Event occurred during patient transfer. No injury reported.